Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. So, omsc couldn't investigate and the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the reported seal problem occurred since the user outputs when the grasping section was opened, and consequently open circuit error occurred. The instruction manual of the subject device already states; warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. The user outputs seal activation when the grasping section was opened. It is the first seal activation during the procedure. It was reported that the seal was not as effective as usual. And it was also reported that the ptfe pad was came off. There was no patient injury reported. No further information was reported.